Event description:
It was reported that the customer was hospitalized on (B)(4) 2015 due to diabetic ketoacidosis. The customer was hospitalized for a month. The customer's blood glucose at the time of admission was between 400 mg/dl and 500 mg/dl. The customer expressed that she was sick, throwing up and had the flu prior to the hospitalization. The customer was also hospitalized on (B)(6) 2015 with a blood glucose of 44 mg/dl at the time of admission. The customer did not remember any significant events prior to the hospitalization. At the time of the call, the customer had high blood glucose of 519 mg/dl. Advised customer to treat herself with a manual injection. The customer had not received any alarms on from insulin pump. Troubleshooting was done. The customer stated hat the cannula was bent and occluded. Advised customer to change the entire infusion set, reservoir, and insulin and then treat per healthcare provider's instructions. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.